Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges discomfort, pain, snapping sensation of the hip, injury, emotional distress, difficulty standing and sitting, lab result showed increased metal ions and severe infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b1 (product problem), e3. E3 initial reporter occupation: lawyer corrected: g1.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No code available (3191) used to capture the patient code for device revision or replacement.

Event description:
After review of medical record, patient was revised to address metallosis. Revision notes reported that mild amount of scar was noted and pseudotumor, dark fluid was aspirated. Cup was removed with minimal bone loss. The patient was noted to have some mild subluxation with flexion and osteolysis. Necrotic and lytic debris was debrided. Patient experienced hip squeak very loud, loss of focus, memory loss, pain while sitting and standing, difficulty ambulating, popping and grinding hip and discomfort. Added patient's age, weight, medical history and laboratory data. Added hole eliminator due to previously alleged infection.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture (medical device removal).